Event description:
Septic arthritis [arthritis bacterial]. Joint effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician regarding a male patient (age not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection in an unspecified knee (dosage regimen and route of administration not provided). The lot number for synvisc one was not provided. On an unspecified date, following the injection, the patient experienced arthritis which was characterized by effusion and pain. It was reported that arthrocentesis was performed and unknown amount of synovial fluid was aspirated that returned sterile. Later, second arthrocentesis was performed and unknown amount of synovial fluid was aspirated that returned with a positive bacterial result and the patient was hospitalized. The patient was treated with antibiotics for the event of septic arthritis. The action taken with synvisc one treatment was not provided. The patient had not yet recovered from the event of septic arthritis. The outcome for the event of joint effusion was not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc and synovitis of both knees as definite and did not provide the relationship between synvisc one and both the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.